Manufacturer narrative:
Corrected h6- investigation findings.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander and s3/ s3u IFU was reviewed. Potential adverse events include 'paravalvular or transvalvular leak' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation and paravalvular leak were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'as reported by the field clinical specialist (fcs), 1 year, 9 months, and 26 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. The reason for explant is central regurgitation and pvl' tavr is poorly seated.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. In this case, the incident valve (tavr) was improperly seated as reported. The improper seated valve could have difficulty to seal the pvl skirt against the target site (native annulus), which could result in paravalvular leak. As such, available information suggests that procedural factors (improper seated valve) may have contributed to the complaint event. The valve leaflet coaptation or closing will require blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation resulting in in central regurgitation as reported. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 9 months, and 26 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. The reason for explant is central regurgitation and pvl. The intraoperative (pre-explant) tee showed lv ef 50-55%. Medical records noted bioprosthetic aortic valve with moderate to severe aortic regurgitation. Paravalvular leak between the non and right coronary cusp. Av peak/mean gradient 10/5mmhg. Tavr is poorly seated.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.